Manufacturer narrative:
Device evaluated by MFR: a pusher wire and coil were returned for this complaint. The coil and pusher wire arms were not interlocked the pusher wire was inspected and it was kinked/stretched. The main coil was stretched, kinked and the interlocking arm was detached and was not returned. The proximal end of the pusher wire has a smooth surface. The interlocking arm of the pusher wire was inspected and no anomalies were noted. The main coil zap tip has a smooth surface. The dimensional inspections of the pusher wire were within specification. The main coil zap tip od and primary coil od dimensions were within specification. The number of fiber bundles were out of specification due to the coil condition.

Event description:
Reportable based on device analysis completed on 27may2020. It was reported that the coil failed to separate. An 22mm x 60cm interlock was selected for use. During advancement of the coil through the microcatheter, the coil did not unlock itself. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the interlocking arm of the coil was detached and the number of fiber bundles was out of specification.